Event description:
The lot number of the device was not reported. The voluntary medwatch reports indicate the malfunction of the drill bit did not result in an adverse event. Company has concluded that the event is not reportable.

Event description:
As a physician was drilling the right knee, the drill bit broke. The physician was unable to remove the one-inch piece of the drill bit, so it was left in the bone.